Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer current blood glucose was 347 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer alleged that the insulin pump was under delivering due to as customer stated that the blood glucose was high. The insulin pump gave a power loss alarm and belt clip was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.